Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt. Analysis of the returned product is not able to provide relevant information for infection-related allegations. Infection is a known medical risk of this product, and this event type has been accounted for during product risk analysis.

Event description:
It was reported that this right atrial (ra) lead was explanted due to infection. This lead has not been received for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to infection. This lead has not been received for analysis. No additional adverse patient effects were reported.